Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported via webform that a sensor error message was received with the adc device. As a result, the customer experienced symptoms of seizure and/or loss of consciousness however, there was no third-party medical treatment reported. There was no report of death or permanent injury associated with this event.

Event description:
A caller reported via webform that a sensor error message was received with the adc device. As a result, the customer experienced symptoms of seizure and/or loss of consciousness however, there was no third-party medical treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) has been returned and investigated. Sensor plug is properly seated in the mount and no physical damage is observed on the sensor patch. Sensor was found to be in state 6 (indicating abnormal termination). No failure modes were observed with the sensor plug upon visual inspection. The sensor was further investigated and sensor was de-cased. No issues were observed upon visual inspection of the pcba (sensor¿s printed circuit board assembly).the battery was measured and was found to be within specification. Therefore, this issue is confirmed to brown out reset. All pertinent information available to abbott diabetes care has been submitted. Additional info d4 - unique identifier (UDI) # UDI # (B)(4).